Event description:
It was reported that the customer's insulin pump experienced a button error alarm. His blood glucose level was reported to be 150 mg/dl. The customer declined to have the insulin pump replaced. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.